Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) measured thresholds over 7 volts at 1.0ms with loss of capture. Pacing impedances were over 4000 ohms. This patient has had a previous av node ablation so without pacing capture, the patient was left with a junctional rhythm with a rate in the in the 40's. Due to a fall in blood pressue, the patient was transferred to the intensive care unit. No noise or oversensing can be seen. The proximal setscrew on the left ventricular (lv) lead was tightened even though there is no ring electrode. It is questioned whether the lead was damaged by this setscrew tightening.